Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) not confirmed. The submitted log files were reviewed and the controller event log file captured data on 20apr2026 from 12:00:55 to 16apr2026 12:56:21 per timestamp. No data from the reported event dates of 13apr2026 and 19apr2026 were captured in the controller event log file. No atypical alarms were captured, and the pump maintained a speed within the expected range throughout the log files. The submitted controller periodic log file captured data from (B)(6) 2026 in 1-hour intervals. No atypical alarms were captured in the log files. The mpu was not returned for further analysis. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was not able to be conclusively determined via this investigation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarms do not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested alternating current (ac) electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The section, entitled, ¿safety checklists¿ provides the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist system, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the ventricular assist device (vad) clinic on (B)(6) 2026. The patient had external power disconnect alarms on both the (B)(6) 2026 and the (B)(6) 2026 while they were sleeping and connected to their mobile power unit (mpu). In the clinic when their white lead was unhooked from their battery and connected to the monitor at the clinic. The system controller did not register that it was connected to power and continued to beep for about 30 seconds. The lead was checked to ensure that it was completely connected and tightened. The white lead was then unhooked from the monitor and examined but it did not have any damage to the prongs, lead or monitor. The white lead was the re-connected to the monitor and the alarms resolved. Three log files were submitted for review. Review of the log files captured events on the 20apr2026 from 12:00 pm to 12:56 pm. It appeared that the data from (B)(6) 2026 had been pushed out by the new data so they couldn't see the power disconnects that had been noted. The vad and peripheral equipment were functioning as intended.